Manufacturer narrative:
Corrected type of reportable event (malfunction).

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use (IFU) for the gore® tag® thoracic endoprosthesis ,specifies the recommended introducer sheath size for the sheath size for the tgu373720 is a 24 fr.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment in the descending thoracic aorta aneurysm and was implanted with conformable gore® tag® thoracic endoprostheses. It was reported that both devices were advanced and deployed without incident using a 22 fr gore® dryseal sheath. At the time of ballooning it was noted that the leading olive tip and a portion of the delivery catheter lumen had become detached from one of the devices and could be seen at the level of the aortic arch. The detached olive and lumen portion were able to be snared and brought back down to the descending aorta and removed with the sheath. There were no reported advancement issues or deployment difficulties associated with device deployment; or any reported difficulties advancing the tgu373720 into the 22 fr sheath. Examination of the discarded device delivery catheters determined the detached olive tip and lumen belonged to the tgu373720. It was reported that when the tgu373720 was being prepped for use, the technician encountered great difficulty when trying to remove the protective plastic packaging sheath for the device. A great deal of force had been required to remove the device from the packaging sheath. Visual inspection after removal from the protective packaging sheath noted no visible damage to the device. The patient tolerated the procedure without injury. The device delivery catheter and the detached olive tip and lumen were retained by the risk manager for the hospital.

Manufacturer narrative:
A review of the packaging records indicated the lot have met all pre-release specifications